Manufacturer narrative:
Film review found ap and lateral lumbar films that show screws at l4-l5-s1 with rods. No fusion noted at l4-5. Spacer noted at l5-s1. One of the l4 screws broken mid pedicle.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-s1 to treat stenosis. It was found during a routine visit 32 months post-op that the screw at l4 was broken. No revision has been planned as of yet. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation as it is still in the patient, however films were supplied for review which found a review of the device history records did not identify any applicable nonconformance to specification.